Event description:
Reporter stated the 532.010 (small battery drive) has an unspecified malfunction. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device is an instrument and is not implanted/explanted. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Power tool evaluation was completed on 06/30/2014. During a routine service of (lot #004513) small battery drive, an observation was made that; the small battery drive has low (rpm) rotations per minute and worn coupling head. Evidence suggests this is due to usage wear over time. The manufacture date of this item is 25-apr-2011. The source of the manufacture date is the release to warehouse date. (B)(4)